Event description:
It was reported that during a da vinci si nephrectomy procedure, the surgeon was unable to focus via the camera head or the surgeon side console (ssc). The surgeon was unable to focus by pressing the focus button on the camera head or ssc. The lens of the camera head was cleaned and the endoscope was removed by the surgical staff but the issue persisted. At the time the reported issue occurred, the patient was under anesthesia and port incisions had been placed. Due to the reported issue, the surgeon made the decision to abort the surgical procedure.

Manufacturer narrative:
On (B)(6) 2013, an intuitive surgical inc. (Isi) field service engineer contacted the site and instructed the robotics coordinator to order a replacement camera head. That same day, the fse verified with the robotics coordinator that the reported issue was resolved with replacement of the camera head. On (B)(6) 2013, isi contacted the robotics coordinator at the site and obtained additional information regarding the reported event. The robotics coordinator indicated that the patient side cart (psc) was docked to the patient and the surgeon was attempting to remove adhesions when the reported camera head issue occurred. Since the surgeon was unable to focus the camera head, he made the decision to abort the surgical procedure and rescheduled the procedure for the following week. The robotics coordinator did not know how long the da vinci si surgical procedure was in progress before the case was aborted. She indicated that the rescheduled procedure was completed with the da vinci si surgical system the following week with no reported issues. She denied that the patient experienced any complications. She also stated that the camera head issue was resolved. The camera was returned to isi and evaluated. Engineering evaluation concluded that mechanical shock resulted with damage to the camera's focus stage assembly. The camera was found to be out of alignment and needed adjustment/repair. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci si surgical procedure after experiencing issues with focusing the camera head.